Manufacturer narrative:
No devices were returned for evaluation. The instructions for use indicate that subsidence is a known, inherent risk of the procedure.

Event description:
An interbody component subsided, causing pain. The subsidence required a revision surgery for partial removal of the interbody component in order to implant another interbody. Surgeon elected to only partially remove the interbody by drilling fragments from the implant.